Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the reported "device was alarming to turn the device off and then on to clear an unspecified symptom". Review of the history log showed multiple system error 322 alarms. When the unit is alarming system error 322 it prompts the user "turn power off, then back on". This is likely what the reported symptom was referring to. The device was operating out of spec. Past repairs have shown the upper and lower auxiliaries to be the failing components. The upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate system error 322 alarms.

Event description:
It was reported that a spectrum infusion pump was alarming to turn the device off and then on to clear an unspecified symptom. It was also reported that there was no pt involvement. During baxter's eval. It was discovered that there were system error 322 entries within the device history log.